Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During the transcatheter aortic valve implantation procedure, when the catheter was inserted into the right atrium from the internal jugular vein and the echo image was checked, two vertical noises were noted in the center of the image. The connection and power supply were checked but the issue persisted. After carefully checking the fluoroscopic image, it appeared that the tip of the catheter was fractured. The catheter was removed and checked, and it was observed that the tip of the catheter was fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.